Event description:
The customer contact reported unrestricted flow. The tubing set was being used to deliver a mixed solution of 9 ml of atosiban and 81 ml of hartmann's solution, for a total volume of 90 ml via a plum pump programmed to deliver at a rate of 24 ml/hr for a duration of three hours. The customer contact reported that the tubing was connected at an unspecified site to a pack of saline and the slide approx one hour after the delivery was started, it was noted that the chamber of the tubing set was full of solution (150 ml). The customer contact reported that the slide clamp was fully clamped prior to the infusion. It was reported that a syringe was connected to the reseal injection site of the soluset of the tubing set. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No med interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.